Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that there was a fracture at the connection of the device. There was no further information provided. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device returned was found to be components of an assembled MRI low profile port. A label containing some patient information was also returned. Visual and microscopic evaluation and measurements found the reported damage in the form of a total break in the catheter at the port stem, with only a small portion retained on the stem, with some bunching visible. No indication of incorrect dimensions was found. The investigation is confirmed for a fracture/break in the catheter. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues such as assembling the port/catheter/cathlock with the cathlock crooked or damage with an instrument contributed to the reported event. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that there was a fracture at the connection of the device. There was no further information provided. There was no reported patient injury.